Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the thread broke during a laparoscopic open procedure. They used new suture to complete the case. There was no patient injury.